Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patients device systems and normal mode diagnostics resulted in high lead impedance. X-rays were taken and reviewed by the treating facility. No anomalies were reported. The x-rays were not sent to the manufacturer for review. All attempts for more information were unsuccessful.